Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a derailed grip cable from its normal position at the distal idler pulley. The derailed cable would cause the jaws to pop open. The instrument was driven on an inhouse system and failed the intuitive motion test. The instrument exhibited imprecise motion. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Further inspection found the derailed cable to also be frayed on the distal end. Additional observation(s) related to the customer's complaint: the instrument was found to have a frayed grip cable at the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found the frayed cable derailed from the distal idler pulley. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.